Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a gambro cartridge set during hemodialysis therapy. The absence of a ¿sample collection port¿ on the set was observed. The bloodlines were replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that the injection port of the dialyzer arterial line was missing the injection plug and injection red cap. In addition, three (3) retention samples were evaluated and found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported event was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted